Event description:
New information received noted that the lead was explanted. The patient was in stable condition.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device upgrade procedure. During the procedure, when the pocket was opened, it was noted that the outer insulation of the right ventricular lead was breached and a wire was protruding. The lead was capped and replaced on (B)(6) 2020. The patient was in stable condition and was recovering.